Event description:
Event: intimal dissection of artery distal to graft. Treated with stent. Case details: it was reported that there was an intimal dissection that occurred for an unknown reason during the case. The dissection was in the iliac artery distal to the graft. A stent was placed to treat the dissection. The graft was successfully implanted.